Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. A follow up computed tomography (CT) scan on (B)(6) 2015 showed a potential type 2 endoleak or a type 3 endoleak with aneurysm sac growth. The physician elected to monitor the patient. The patient had an additional follow up on (B)(6) 2016 and the CT still showed a potential type 2 endoleak or a type 3 endoleak with continued aneurysm sac growth. The physician has not planned a secondary intervention. The patient is asymptomatic and in stable condition.